Event description:
This is the same event and the same pt reported under MDR ID # 2939859-1999-00082. This is the first MDR submitted for the first suspect product. A physician reported a pt who was treated on 2/22/99 with two formulations of product in the nasolabial folds and oral commissures. The physician stated that very sterile technique was employed, repeated alcohol swabbing, gloves and sterile needle. The physician stated the treatment procedure was uneventful; no blanching or dramatic color change was noticed at the time of treatment. The pt applied makeup to the treatment sites an hr after treatment. On 2/23/99 the pt developed bruising, erythema and a throbbing sensation only at a localized area of the right nasolabial fold. The physician observed redness at the right nasolabial fold, did not believe the site was infected and attributed the redness to post-treatment trauma. Oral keflex and topical bactroban cream were prescribed prophylactically; warm compresses were advised. On 2/24/99 the pt phoned and reported increasing erythema, discomfort and vesicles at the right nasolabial fold. Subsequently, purulence at the site was reported by the pt. On 2/25/99, a consulting dermatologist observed the right nasolabial fold was erytematous, swollen, tender with crusting pustules. Lymph nodes were negative. The physician's causality assessment was infection, herpes simplex or a possible hypersensitivity. Oral valtrex was prescribed; the pt was advised to continue the keflex. On 3/1/99, the consulting physician observed that swelling at the right nasolabial fold had decreased. Some red nodules with crusting were observed. The physician assessed the pt as improved and diagnosed thr event as resolving infection. No cause was indicated. The pt was advised to complete the antibiotic course. On 3/1/99, the injecting physician noted no purulence, though the area was quite raised. The physician believed that the symptoms were an infection which may have been secondary to the herpetic outbreak. The treating physician was not sure if make-up application contributed to infection. The physician believed the pt's underlying emotional stress combined with the injection procedure trauma itself may have triggered a latent herpetic virus outbreak. Oral valtrex was continued for five days. On 3/4/99, the physician reported the symptoms were resolving. As of 3/8/99, the injecting physician believed the event was related to a herpetic outbreak, and not a necrosis or vascular event.